Event description:
A problem was encounted with the fc500-mpl (with mxp software) instrument. * the fse indicated that the problem was observed during an instrument installation when the laser relay was tripped accidentally causing the argon laser to shutdown. * as observed by the fse, the laser to shutdown. Was not detected by the software; the failure was ot displayed on the status bar and the software continued to run. * the fse indicated that no one was exposed to the laser radation since the laser is turned off by an interlock breach. * the fse indicated that patient results were not affected in this event since the laser failure occurred during the instrument installation, and no patient samples were tested at the time. * the fse indicated that there was no affect to the patient or user as this event occurred during the instrument installation.

Manufacturer narrative:
The problem described in this event occurred during the instrument installation and did not affect user or patient. Due to the potential of this event to recur unknowingly for cd34+ parameter, there is a possibility that treatment decisions may be affected. A malfuction will be assumed for the purpose of this report.